Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address femoral loosening at the bone to cement and cement to implant interface. Cement manufacturer is unknown. Doi: unknown; dor: (B)(4) 2017, left knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.